Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation but the lens was discarded by the user. The claim as haptic damaged/ haptic detached could not be verified. The cartridge was observed fully engaged into lower body of the pcb00 device. While the plunger component was in a fully advanced position. No assembly error was observed. The pcb00 was visually inspected at 10x microscope magnification. Lubricant residue was observed in the cartridge. The condition observed in the preloaded insertion system is consistent with a unit that has been used during surgical process. The investigation results do not suggest that the complaint sample has been affected by the manufacturing process. Manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) entered the eye, one of the haptics of the lens was missing. The lens was removed and a new lens, the same model, was implanted. Further information indicated that the incision was slightly enlargement. No further information was provided.